Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal flex introducer sheath warns: if vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device. Adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) (B)(4).

Event description:
On (B)(6) 2017, this patient underwent an endovascular procedure using a gore® ctag® thoracic endoprostheses for a thoracic aortic aneurysm repair, using a gore® dryseal flex introducer sheath (dsf2033/17773192). On (B)(6) 2018, the patient underwent reintervention for a proximal l type I endoleak with implant of an additional conformable gore® tag® thoracic endoprostheses. After the device was implanted, the removal of the sheath resulted in traumatic injury to the right external iliac artery (reia). The physician then implanted a gore® excluder® aaa endoprosthesis contralateral leg component to repair the dissection. It was thought that cause of dissection was due to small access diameter, although the diameters were not provided to gore. The patient tolerated the procedure. No further information is available.

Manufacturer narrative:
Patient code: c61409. Device code: c62919.